Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an knee scorpion from ar-4550p meniscal root repair kit, tip broke inside the bone. This was discovered during a meniscal root repair on (B)(6) 2021. The broke tip was less than 1mm and could not be retrieved from inside the patient. After receiving additional information on 12/22/2021, sales representative has confirm that case was completed successfully without further issues.